Event description:
Brush heads...come off mid-brushing - oral-b [device breakage]. Brush heads haven¿t been staying securely attached...attached very loosely/not. Attached securely/not clicking into place - oral-b [device connection issue]. Tiny metal pin can be moved - oral-b [device physical property issue]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush heads do not stay as securely attached as usual and they attached very loosely to the oral-b toothbrush, model 3756. She also reported that the oral-b toothbrush heads came off of the oral-b toothbrush, model 3756, mid-brushing. No injury was reported. 13-jan-2023 follow up via e-mail: the suspect product lot was f40720317. She reported that the tiny metal pin could be moved somewhat on her oral-b toothbrush, model 3756. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads come off mid-brushing - oral-b [device breakage] brush heads haven¿t been staying securely attached. Attached very loosely/not attached securely/not clicking into place - oral-b [device connection issue] tiny metal pin can be moved - oral-b [device physical property issue]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush heads do not stay as securely attached as usual and they attached very loosely to the oral-b toothbrush, model 3756. She also reported that the oral-b toothbrush heads came off of the oral-b toothbrush, model 3756, mid-brushing. No injury was reported. 13-jan-2023 follow up via e-mail: the suspect product lot was f40720317. She reported that the tiny metal pin could be moved somewhat on her oral-b toothbrush, model 3756. No injury was reported. 21-feb-2023 case update: the concomitant product lot was n728. No injury was reported. 21-feb-2023 case update: the concomitant product was oral-b power power oral care refills precision clean eb20 brush set. No injury was reported.

Manufacturer narrative:
13-mar-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.